Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having an allergic reaction to the polymer material because wearing the night aligners has caused inflammation, soreness, and blistering.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.